Manufacturer narrative:
Evaluation: the cap and catheter were returned in an opened and used condition. Based on the characteristics displayed, it is possible the tubing may have broke due to degradation as the result of environmental conditions. We will, however, continue to monitor for similar events.

Event description:
At 7:30, the nurse taking care of the infant assessed the chest tube site, and found that it was broken at the connection site that was outside the patient's body. The chest tube was clamped until it was discontinued and replaced.